Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2012 during which the surgeon noted slithers of the mesh were left on the small bowel wall due to risk of enterotomy. Two small bowel enterotomies were noted to be repaired. It was reported that the patient experienced severe pain, nausea, wound vac placement, bulging, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/14/2022.

Manufacturer narrative:
Date sent to the FDA: 12/19/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.